Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h11. The disposable forceps was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the possible root cause for the issue reported by the customer could be due to user¿s error, as it¿s mentioned in the description the client was using pieces from a different manufacturer, the incompatibility could have caused the melting. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a versatru forceps (unknown ID) melted when plugged into the unit. Upon further troubleshooting, it was discovered that the account was using hand pieces from a different manufacturer and they were advised to use OEM-medtronic hand pieces. A list of compatible manufacturer hand pieces was emailed to the account. No patient injury reported.